Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the placement of the atrial lead was compromised as it was being placed through a long introducer sheath. The lead was initially placed and it took over 14 turns to extend the helix and when the stylet was removed the lead dislodged. The helix was retracted which took over 14 turns, and was repositioned. This time it took over 16 turns to extend the helix and unfortunately, the 2nd placement resulted in inadequate electrical measurements. The lead was removed to be inspected and the helix was rotated over 14 times and then it extended very rapidly. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.